Event description:
I had breast augmentation, mentor saline, in 2008. I became I became very ill and had over 65 symptoms that are not explainable by medical doctors. I now have significant health issues, autoimmune disease, rashes , hashimoto, lupus, inflammation, complex breast cysts/mass, ovarian cysts, irritable bowel, hemorrhoids, constipation, raynaud¿s weight gain, migraines, anxiety, degenerative disk disease in all areas of my spine, radiculopathy, loss of feeling in extremities, hair loss, lesions in mouth, corneal shingles, pain, insomnia, chronic fatigue syndrome, fibromyalgia, tinnitus, and brain fog.